Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: no defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within required specifications. The battery and the cartridge compartments and caps are intact and able to tighten securely. The pump was opened, no damage or moisture ingress was found to the force sensor circuit or to the power circuit. No activity outside of normal use is observed in the black box. According the black box, last basal delivery was at 03:57 am on (B)(6) 2012 and deliveries were never resumed after that. Unacknowledged warning 162 for 1hour is observed on (B)(6) 2012. A temporary basal program with a low rate was activate for 2hrs and 30min. Total daily insulin deliveries observed to be low on (B)(6) 2012. The pump powers up normally, performed "ez-prime" operation successfully.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two weeks the patient had obtained elevated blood glucose readings ranging from 300 mg/dl to 400 mg/dl during the night, and she experienced the symptoms of thirst and confusion. The patient was able to correct her blood glucose levels using a bolus dose of insulin via the pump. Troubleshooting revealed the insulin-on-board setting was incorrect and for one day, the total daily basal/bolus doses given did not match those programmed. All other pump programming and settings were correct, and the patient's technique of changing the infusion set and infusion site was correct. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.